Event description:
Rayner intraocular lenses limited received notification from the polish distribution of an event that occurred following implantation of a c-flex intraocular lens (iol). The event description provided states that the pt reported problems with their sight and that upon examination of the eye the healthcare professional detected posterior capsule opacification (pco).

Manufacturer narrative:
The reference c13182 has been allocated to this case by rayner intraocular lenses limited. Rayner intraocular lenses limited has been informed that pt was (B)(6) old at the time of iol implantation. The pt returned to the healthcare professional to report problems with their sight nine years post-operatively. The healthcare professional examined the eye and detected pco. The c-flex iol has been explanted. Rayner continues to liaise with the distributor to obtain add'l info to facilitate further investigation of the reported development of pco nine years post-operatively. Any add'l info received will be provided in a f/u report. The c-flex iol has been retained by the healthcare facility and will be returned to rayner. Analysis of the iol will be undertaken by a third party independent lab. The results of this analysis will be provided in a f/u report.